Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of air bubbles in the reservoir and tubing. The customer's blood glucose level was 232 mg/dl at the time of the incident. The customer stated that they stored insulin by room temperature. The customer did not report any leaks. The product was not returned for analysis.